Event description:
Device 2 of 2. Reference MFR report: 1627487-2008-01004. The pt received his scs sys including a neurostimulator received and percutaneous lead on (B)(6) 2002. It was reported that the pt lost stimulation. The physician explanted the receiver on (B)(6) 2008 and replaced it with an ipg. The explanted receiver was discarded. Intraoperative testing found high lead impedances measured for the lead and the pt was still not receiving stimulation. The lead was explanted and replaced with a paddle lead on (B)(6) 2008. The explanted lead was not returned to ans for eval. The lot number of the applicable lead was not noted. F/u on the pt found no further issues reported.

Manufacturer narrative:
Device 2 of 2. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.